Manufacturer narrative:
(B)(4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The pump was refilled (B)(6)2010 with baclofen 2,000mcg/ml and set at a dose of 12.5mcg/day. Late the following saturday, the patient awoke screaming in pain and his mother gave him 20mg oral baclofen and soma. He awoke in pain again at 5:30am sunday and was given an additional 20mg of oral baclofen; the paramedics were called. They arrived at 8:00am sunday and transported the patient to the emergency department. The patient arrived unresponsive and with a temperature of 109. He was pronounced dead at 9:30am that day. The medical examiner believed baclofen withdrawal was a possible cause of death. Telemetry strips correlating to pump examination on (B)(6)2010 indicated that the pump had reset and was in safe state. Analysis results were pending.